Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured within the white jacket at 2.6 inches from the connector; there are no signs of melting at the break; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the fiber exhibits yellowish discoloration under fiber strain relief at fiber connector location; the distal end of the glass fiber is fractured and not detached. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
An oto-myringoplasty procedure was performed. It was reported that upon initially firing the laser, laser energy did not transmit beyond the connector and a burn spot was observed on the connector. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.